Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead having unspecified helix rotation issues. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.